Manufacturer narrative:
The customer was provided with a replacement offer. The isolated part was further sent to physio product analysis center (pac) for evaluation, and the removed device was scrapped at physio european medical service center per the customer's request. A pac technician evaluated the removed part and observed that field programmable grid array (fpga) integrated circuit, u2, on the user interface pcb assembly was thermally sensitive which resulted in the device to display a white screen.

Event description:
A customer contacted physio-control to report that their device would intermittently display a white screen when powered on. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would intermittently display a white screen when powered on. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.